Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device was very hot to touch in a short run time, the bearings of the device were worn out, and there was debris deposited on the bearings. It was further determined that the device failed pretest for noise assessment. A 78 dba recorded. (Sound level shall not exceed 76 dba). Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during an education laboratory, it was observed that the motor device was heating up when surgeons were drilling, and the device was getting too hot to hold. This event was not related to a surgical procedure, as it was reported that the device is only used in a temporal bone lab and never on a living patient. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event is unknown but was reported to have occurred during 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.